Event description:
It was reported to boston scientific corp. In 2007, that a patient suffered respiratory arrest after a successful radiofrequency ablation for a liver tumor. The complaint reported that after a successful ablation for hepatic carcinoma cancer, the doctor noticed that the patient was suffering respiratory arrest. Also noted, analgesics along with propofol were administered during this procedure. The patient's respiratory status was monitored during this case, however, a code was called and the patient received supplemental oxygen, chest compressions and intubation. The patient was resuscitated and has since fully recovered.

Manufacturer narrative:
There was no reported device malfunction; therefore, the device is not being returned for evaluation. Review of the complaint database yielded no additional similar complaints.